Event description:
Additional information provided for report mw5112108 to update procode.

Event description:
Pt keeps getting approx 30 error messages/day. The reader will tell her she's out of range even though nothing has moved or that the reading can't be done and to try again in 10 minutes. The buttons also aren't very responsive and pt has to push buttons multiple times. Sn# (B)(4).